Event description:
During the implant procedure, while tunneling with a medtronic catheter passer, a vessel was nicked, and the patient experienced bleeding. Surgeon elevated the subplatysmal plane, identified and ligated the source to achieve hemostasis. This resolved the issue.